Manufacturer narrative:
(B)(4). D10: unknown rasp. G2: france. Proposed component code: mechanical (g04) rasp. Visual examination of the provided pictures identified the rod on top of the broach has broken off. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery, in the preparation phase of the femoral canal, the hook that holds the rasp to the handle has broken. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.